Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, failed battery test and battery out limit alarm from the insulin pump. The customer's blood glucose level was 193 mg/dl. The customer's daughter stated that the battery has not been used before in the pump or another device. The customer inserted new battery and received failed battery test. The customer stated that the pump did not show full battery icon and read battery out limit. The customer was assisted with programming the pump.